Event description:
It was reported that the ilet bionic pancreas generated repeat occlusion alerts after a same-day supply change, with the user resuming delivery but experiencing recurrent alarms and continued hyperglycemia (blood glucose 363 mg/dl); tubing drop test showed flow, and a bent cannula at the infusion site was discussed as a possibility. Symptoms included hyperglycemia. Outcomes included troubleshooting and education regarding repeat occlusion alerts, the need for an infusion set change, and guidance on transitioning to backup multiple daily injections if a set change could not be performed, including required disconnection intervals for short- and long-acting insulin. Investigation included technical troubleshooting and user education. Investigation of this case revealed a device occlusion alert with unclear etiology, with a potential infusion set or cannula issue considered, but the cannula was not removed and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.